Event description:
It was reported that during a da vinci prostatectomy procedure, the scissors on the monopolar curved scissors instrument did not cut. No fragments from the instrument were reported to have fallen into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation confirmed the customer reported failure mode as the instrument installed on an in-house is3000 system failed a latex cut test. The scissors did not cut cleanly through .006 latex. The latex snagged at the scissor tips. The blade edges were not damaged, but the edges exhibited wear at the tips, which negatively affecting cut performance. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .174 - .295 in length and were not aligned with the tube axis. No other damage was found.